Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient completed treatment and upon turning the cycler off, observed the power switch was melted and pieces were breaking off. The patient reported the cycler was hot. Technical services advised the patient to discontinue use of the cycler. The cycler was replaced. Technical services advised the patient notify their peritoneal dialysis nurse of the event. Additional information was solicited, but unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage to the power entry module at the rear of the cycler. However, within the cassette compartment interior the pump gaskets were missing. The cycler powered on normally. The internal inspection found no problems with the power entry module from the interior of the cycler unit. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.